Event description:
The suspect device result was 800 mg/dl when the customer checked her blood glucose. A repeat test was performed and the result was 233 mg/dl. The device was replaced and requested to be returned for evaluation.